Manufacturer narrative:
The device was returned to olympus repair center for the evaluation and the following reportable malfunctions were identified during the device evaluation: fail water leak test due to a cable and a picture reveal a cut on a cable. Based on the results of the investigation, a definitive root cause of the issue could not be determined but it is likely following lead to the malfunction: failed leak test and cut on the cable was due to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited failed leak test from cable and a cut on a cable. There was no patient involvement.